Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.3 inr. Customer had blood in his stool at the time of the result >8.0 inr and went to the hospital where he was diagnosed with pneumonia and admitted. Customer's coumadin was stopped based on the lab result. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.